Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx40 instrument there was one false negative result. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd bactec¿ fx40 instrument there was one false negative result. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: a results failure was reported on a bactec fx40 instrument. The customer reported a false negative culture growth. Bd remote services contacted the customer to obtain additional information. It was noted that the issue was with a few results of blood culture which were positive in the instrument, but the smear and the cultures were negative. Bd remote services asked the customer for some additional application questions about the plot, the volume blood in bottles and the position in the instrument, unfortunately, the customer was not able to answer the questions. The customer is going to keep the instrument under observation. The unit is working properly. This is an unconfirmed failure of a bd product. No physical samples were received as part of this complaint; however, log files were collected and reviewed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed one previous case (01818924) related to results. Bd quality will continue to closely monitor for trends associated with this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.